Manufacturer narrative:
The customer¿s report of when the maxzero is attached to a bd 3ml syringe, the maxzero leaks was confirmed. Testing of the set with the received syringe connected together noted a leak at the engagement between both components. Further testing of the set¿s maxzero connector and syringe samples with other various connectors in an attempt to isolate the leak combination identified the leak to only occur with the received bd 3ml syringe. Further testing of the set¿s maxzero connector with new same model and various syringes noted no leaks. No issues were noted with the set¿s maxzero connector. The extension set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed inside the set¿s tubing. No abnormalities were observed during visual inspection. Inspection of the received syringe noted a deformed section near the base of its luer tip. This has been identified as a leak path when mated with specific components. The root cause of an observed leak was deformation near the base of the bd 3ml syringe¿s luer tip. It is unknown how the noted damage on the syringe occurred.

Event description:
It was reported that when the maxzero is attached to a bd 3ml syringe, the maxzero leaks.the customer also stated that it is unknown what the percentage of the infusion leaked out, but it does appear to have been less than 50%. The customer later stated that there were no adverse effects caused to the neonate patient from the event.

Manufacturer narrative:
The customer¿s report of when the maxzero is attached to a bd 3ml syringe, the maxzero leaks was not confirmed based on testing performed on the received set¿s maxzero connector. Testing of the set with the received syringe connected together noted a leak at the engagement between both components. Inspection under magnification of the syringe noted a deformed section (flat area) on the conical luer near the base of the luer tip. Further testing of the set¿s maxzero connector and syringe samples with other various connectors in an attempt to isolate the leak combination identified the leak to only occur with the received syringe. Further testing of the set¿s maxzero connector with new same model and various syringes noted no leaks. No issues were noted with the set¿s maxzero connector. Inspection of the received syringe noted a deformed section near the base of its luer tip. This has been identified as a leak path when mated with specific components. It is unknown how the noted damage on the syringe occurred. The root cause of an observed leak was a damaged bd 3 ml syringe luer tip.

Event description:
It was reported that when the maxzero is attached to a bd 3ml syringe, the maxzero leaks.the customer also stated that it is unknown what the percentage of the infusion leaked out, but it does appear to have been less than 50%. The customer later stated that there were no adverse effects caused to the neonate patient from the event.